Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the keypad buttons and a discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the button keypad was intact and all buttons responded normally. The keypad was removed and contamination was found under all button contacts. Unrelated to the keypad issue, the device¿s display was dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).